Event description:
Implant fracture.

Manufacturer narrative:
Implant region 13 fractured. Construction was a bridge placed on the implant. Patient suffered from peri-implantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after 12 years in situ.